Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that air was found in the infusion line during surgery. The product was replaced and the issue resolved. There was no harm to the pt. This is one of two reports for this facility.